Event description:
It was reported that a vns pt underwent a full revision surgery due to high lead impedance. The pt reportedly presented high lead impedance readings (>10,000 ohms) approx 2 weeks prior to surgery. Once the entire device was replaced (lead and generator) the results were within normal limits. The pt's programming history was reviewed and the last acceptable diagnostics recorded were received in 2008. Good faith attempts to obtain additional info including x-rays have been unsuccessful to date. The explanted device has been returned to the MFR for analysis; however, device eval has not been completed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.